Event description:
It was reported that the user experienced a low blood glucose episode after performing a usual meal announcement while already running high and having a banana for breakfast, which constituted an incorrect size meal announcement. Symptoms included hypoglycemia and hyperglycemia ranging from 53 mg/dl to 401 mg/dl. Outcomes included no health consequences or lasting impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to the user interface was linked to an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.